Event description:
The report received indicated that during a coronary procedure, the balloon inflated normally; however, during deflation, the balloon deflated slowly and it took approx two minutes for the balloon to fully deflate. The device was used in a normal manner with 50/50 contrast. Upon full deflation, the balloon was removed normally and the procedure was completed successfully without any injury or adverse event to the patient. There was no other event, pt or procedure info available.

Manufacturer narrative:
During a coronary intervention, a firestar ptca balloon catheter inflated normally but took approx 2 minutes to deflate completely. The product was removed normally and no pt injury occurred. As reported, the contrast to saline ratio used for inflation media was 50:50; no other details were provided. The product was not returned for eval. A review of the manufacturing records could not be done without a lot number. Without return of the device involved, the complaint could not be confirmed. Review of the available information does not make it possible to determine what caused the deflation difficulty with any certainty; however, based on reports of deflation difficulties encountered with the fire star ptca balloon catheter, cordis corporation has initiated a worldwide voluntary recall for all distributed lots.